Event description:
Stapler placed on field and load requested was placed into stapler and cycled (opened and closed), given to surgeon who closed the stapler and inserted stapler into abdomen through laparoscopic port. Surgeon was unable to remove the stapler (meeting resistance from the port and shearing metal so the stapler could not close, and damaging the port). Both the port and the stapler were removed with no harm to the patient, and replaced. The damaged stapler and port were set aside for further inspection.

Event description:
Stapler placed on field and load requested was placed into stapler and cycled (opened and closed), given to surgeon who closed the stapler and inserted stapler into abdomen through laparoscopic port. Surgeon was unable to remove the stapler (meeting resistance from the port and shearing metal so the stapler could not close, and damaging the port). Both the port and the stapler were removed with no harm to the patient, and replaced. The damaged stapler and port were set aside for further inspection.